Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. An 8x3.00mm rebel stent was advanced over the guideiwire. However, it was noted that the stent was dislodged from the stent delivery system balloon. The stent was removed using a snare device and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds). There was contrast in the inflation lumen and blood in the guidewire lumen. Microscopic examination and tactile inspection presented no damage or irregularities in the inner or outer shafts. Microscopic examination presented no damage or irregularities to the tip and to the markerbands. Microscopic examination revealed that the balloon was tightly folded. The stent was secure on the balloon between the markerbands. The stent was not dislodged, as reported. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed as there was no evidence of the alleged issue or any anomalies that could have contributed to the reported event. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery. An 8x3.00mm rebel stent was advanced over the guidewire. However, it was noted that the stent was dislodged from the stent delivery system balloon. The stent was removed using a snare device and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.